Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating the pump emitted multiple call service alarms. The patient stated that the issue occurred 5 or 6 times, she was unable to clear the alarm and she only had the pump for 6 weeks. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: a call service 069 alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after a reboot. Therefore, investigation was unable to be completed. The battery or cartridge caps were not returned with the pump. Therefore, a test battery and cartridge cap was used to for testing purposes. A component failure was found on the pcb board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.